Event description:
It was reported that during radius surgery, the surgeon inserted screw in t12/l1/l2. The surgeon performed the final tightening the left side blocker. Next, the surgeon tightened the right side blocker. However, it was difficult to insert the blocker in screw of t12. After inserting the blocker, it turned out that a part of the blocker which inserted in screw of t12 broke. Therefore the surgeon changed the blocker to brand-new product.

Manufacturer narrative:
Method: device history review; functional device inspection; complaint history review; results: the probable cause cannot be determined because it is multifactorial in nature. Conclusion: the radius locking cap was confirmed to be damaged rendering the device dysfunctional. The issue was noticed during surgery, but was not associated with any surgical delay or adverse consequences to the patient. The manufacturing records were reviewed and there were no relevant manufacturing issues related to the reported event. The product was returned for inspection and permanent deformation was identified on one of the wedge-ramp wings that directly engages the tulip.

Event description:
It was reported that during radius surgery, the surgeon inserted screw in t12/l1/l2. The surgeon performed the final tightening the left side blocker. Next, the surgeon tightened the right side blocker. However, it was difficult to insert the blocker in screw of t12. After inserting the blocker, it turned out that a part of the blocker which inserted in screw of t12 broke. Therefore the surgeon changed the blocker to brand-new product.